Event description:
It was reported that the ventilator was not powering on properly and was giving a restart message. There was no pt involvement. (B)(4).

Manufacturer narrative:
The field service engineer who was dispatched to site could not download the device logs and attempts to reload software were unsuccessful. The fse recommended exchange of some printed circuit boards. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).